Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower device froze on the carefusion screen overnight for an unknown reason. As this occurred on an oncology unit, access to the station was unavailable, resulted on delays in administering pain medications to cancer patients. The customer requested an investigation to determine the cause of the system freeze. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was frozen on carefusion screen. A technical support specialist (tss) followed knowledge article title medstation es-low disk space on c drive-large configuration status folder in windows folder and deleted all files older than seven days. Then, following knowledge article title low space on c: drive, sql dump, winsxs - pyxis es - locations/methods to free up space, the tss performed a disk cleanup; the station c drive increased from 8 gigabyte of free space to 13 gigabyte after cleanup. The customer was advised to reach out if the device froze again. The device had frozen due to low disk space, and the cleared disk space was expected to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.